Event description:
Customer reported the up and down buttons on the infusion device did not function when she attempted to change the cartridge. The buttons functioned as intended during the troubleshooting call. No adverse event was reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.